Event description:
It was reported that during the implant procedure, the left ventricular lead could not be advanced through the catheter. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.